Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that 3x ar-3636 fibertak implants were inserted. The first implant seated correctly. The second and third implant had to be malleted a second time to fully insert. After removing the inserter the tip was discovered broken. Surgery was completed without issue. On (B)(6) 2023 x-rays were taken to locate broken inserter pieces. Revision surgery was scheduled for (B)(6) 2023 to remove broken inserter pieces. In the same case, an ar-3638dc drill guide is suspected to be the cause of the anchor malfunction.